Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report clip open. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. The first nt clip delivery system (cds 10630r225) was advanced to the mitral valve, and the clip was placed. Then during the deployment sequence, the clip opened whiled locked when establishing final arm angle/efaa. Troubleshooting was performed, but efaa failed twice. Therefore, the cds was removed with the clip attached. The procedure continued with a second nt cds (10616r245). The cds was advanced to the mitral valve, and the clip was placed. The clip passed efaa; however, during removal of the lock line, the clip opened to 60 degrees. The clip was re-closed and efaa assessment was checked again; efaa passed. As the lock line was already partially removed, a decision was made to continue with clip deployment. The clip was successfully deployed. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for unintended clip opening during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.